Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodged inside the patient. The 50% stenosed lesion was located in the mildly calcified and mildly tortuous superior mesenteric artery (sma). The express ld stent 9.0 x30 mm was attempted to be pulled back into the sheath. The stent came off the balloon and dislodged in the proximal sma. The stent was retrieved with a snare. The procedure was completed with an express ld 8x17mm and another manufacturer's stent. No patient complications were reported. The patient's status is "ok."

Event description:
It was reported that during a stenting treatment procedure, a stent dislodged inside the patient. The 50% stenosed lesion was located in the mildly calcified and mildly tortuous superior mesenteric artery (sma). The express ld stent 9.0 x30 mm was attempted to be pulled back into the sheath. The stent came off the balloon and dislodged in the proximal sma. The stent was retrieved with a snare. The procedure was completed with an express ld 8x17mm and another manufacturer's stent. No patient complications were reported. The patient's status is "ok."

Manufacturer narrative:
Device evaluation by manufacturer: visual and tactile examination of the returned device revealed no damage was noted to the shaft of the device. There was no stent on the balloon. The balloon was folded and wrapped around the shaft of the device. Visual and microscopic examination of the balloon revealed a clear impression was visible of where the stent was originally crimped on to the balloon. Microscopic examination of the stent revealed that stent was severely damaged. One end of the stent was severely crushed and the other end was flattened. Some of the struts on the stent were spread apart. The damage noted to the stent may be as a result of the difficulties the physician encountered when pulling the device back through the sheath and also the fact that the stent had to be retrieved with a snare. The manufacturing batch record review confirmed the device met all material, assembly and process specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).